Event description:
It was reported that this pacemaker has depleted from 10 years to 5.5 years battery remaining during the recent checked. Engineering analysis was requested and showed that the power increased recently at the same time as the heart rate variability (hrv) measurements were decreasing to 0. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.